Event description:
It was reported, "the following info was obtained via a phone questionnaire. When the pt was asked "do you have any pain in your knee that has the study knee replacement?" It was noted by the person conducting the phone call, "mild occasional lateral knee pain." The date the individual spoke to the pt via phone was used as the event date."

Manufacturer narrative:
The following other devices were also listed in this report: scorp mob bplate size 5 (ide), cat# 79-1005-cs; lot 2993201. Scorpio+ide #05 10mm ps insert, cat# 78-3-0510-cs; lot 74898603. Scorpio m-dome patella, cat# 73-0510; lot l635. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An evaluation of the device cannot be performed as the device remained in the pt (as of (B)(6) 2009) and was not returned to the MFR. Additional info was requested. If device or additional info becomes available, the evaluation summary will be submitted in a supplemental report.